Manufacturer narrative:
Additional information: a 35mm ensnare was used. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
A visi pro balloon expandable stent was being used during the treatment of a 12mm calcified lesion with 80% stenosis in the proximal region of the celiac artery. The artery was 5mm in diameter with mild tortuosity and moderate calcification. A 6fr sheath and a 0.035 guidewire were used. No embolic protection was used. The device was prepped as per the IFU with no issues identified. No damage noted to packaging. No issues noted when removing the device form the packaging. The patient had a previously implanted sma icast stent that was occluded via CT scan, she also had a 80% celiac stenosis. The plan was to try to open up the sma stent and stent the celiac. During the procedure they were able to cannulate the sma but not able to cross the occlusion. Then moved on to the celiac, which could not be crossed. The visi pro stent was delivered through the tour guide to the stenosis. While pulling the stent back to the intended delivery site, the stent became dislodged off the balloon. The balloon was taken out of the patient and an attempt was made to snare the stent. The snare did not work and a navicross was used to go through the stent and exchange for an .014 wire. A .014 balloon was then advanced through the stent and inflated and pulled the stent back to its intended target and blew it up to 2mm. Through this process of exchanging to a bigger balloon the wire access was lost leaving the stent deployed to only 2mm. Another wire could not be passed through the stent, at this point the procedure was stopped. In a final angiogram no visible injuries were observed. The patient expired on the same day. Per the physician, the patient had a run of vfib then went asystole after the procedure. The medical team were unable to resuscitate the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.